Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 570 mg/dl. Prior to the event, the customer stated that she put the insulin pump in suspend mode, but the insulin pump never gave her the beeps to remind her that it was in suspend. Due to this, the customer's blood glucose levels elevated. The customer also stated that she had been experiencing high blood glucose levels for the past three to four weeks. The customer felt uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.